Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet during an MRI scan on (B)(6) 2017 (tesla strength unknown). It is unknown whether the patient's head was wrapped per the manufacturer's guidelines. Subsequently, the patient underwent revision surgery in (B)(6) 2017, to correct the position of the magnet. The implanted device remains insitu.